Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver surgery, the blade could not be retracted and the staple could not be opened. The blade was hooked back with the hook using other instrument and the staple was opened and removed that the case was completed. There was no patient injury.